Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead was ineffective stimulation due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete device and event information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient experienced ineffective stimulation. To address the issue, the lead was explanted and replaced.